Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-18545. It was reported that patient was experiencing discomfort at the anchor site. Surgical intervention occurred on (B)(6) 2021 in which the anchors were explanted and replaced.

Manufacturer narrative:
Event date is estimated.